Event description:
Procedure type: gastric bypass. According to the rptr: while pulling the device the orvil anvil disengaged from the tube in the mid esophageal tract. A new instrument was used to complete the procedure. Surgery time was extended forty mins as a result. No tissue was damaged, the incision was not extended and no blood loss occurred.